Event description:
An intra-aortic balloon pump stopped working while transporting patient back from or to cardiovascular intensive care unit (cvicu). No EKG waveform, or arterial (art) waveform. A continuous audible alarm was sounding. No error message appeared on the screen. The machine had to be restarted.